Event description:
The customer reported that the surgeon noticed a small flame during the tonsillectomy. The tip of the electrode smoked for a few seconds. There was no injury to pt. The site was not able to supply any further pt info.

Manufacturer narrative:
(B)(4). Date of initial report: 08/17/2010. The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.